Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (tvt-exact & tvt-o) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (tvt-exact & tvt-o) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Adverse events regarding tvt-exact mesh submitted via 2210968-2020-03744. Adverse events regarding tvt-o mesh submitted. Citation: obstet gynecol 2019;134:333¿42; doi: 10.1097/aog.0000000000003356. (B)(4).

Event description:
Title: reoperation for urinary incontinence after retropubic and transobturator sling procedures the aim of this retrospective cohort study was to compare the reoperation rates for recurrent stress urinary incontinence (sui) after retropubic and transobturator sling procedures. From january 1, 2002 to december 31, 2012, a total of 1,881 women were included in the study where 1,551 received a retropubic sling (mean age: 57.9 years, mean bmi: 29.7 kg/m2) and 330 received a transobturator sling (mean age: 60.4 years, mean bmi: 30.2 kg/m2). The following retropubic midurethral slings were used during the study period: gynecare tvt exact (ethicon) (n=60), supris, align, pelvilace, sabre, uretex, and sparc. Obtape, gynecare tvt-obturator system (ethicon) (n=2), monarc, and aris were used in the transobturator sling group. All slings where placed in a tension-free fashion according to the manufacturers¿ recommendations. Complaints included reoperation for recurrent sui (n=? In retropubic group, n=? In transobturator group), hemorrhage needing transfusion (n=? In retropubic group, n=? In transobturator group), subsequent surgery for mesh exposure (n=? In retropubic group, n=? In transobturator group), hematuria (n=? In retropubic group), urethrotomy (n=? In retropubic group), and rectotomy (n=? In retropubic group). In conclusion, women with primary sui treated with a retropubic sling procedure have significantly lower cumulative incidence of reoperation for recurrent sui compared with women who were treated with a transobturator sling procedure. Retropubic slings were associated with a higher risk of sling revision for urinary retention.